Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised resolution. The lead remains in use. No adverse patient effects were reported.